Manufacturer narrative:
(B)(4). The customer's complaint that the tubing broke in the PICC hub could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing broke off in one of the dual lumen hubs of the PICC line when directly connected to the PICC. Lr was set up to run continuously through one of the lumens with a potassium infusion hung as a secondary medication. The rn cleaned the catheter hub and end of the tubing with alcohol prior to connecting, and allowed it to dry for approximately 30 seconds as recommended. The other lumen was infusing tn/lipids. After the event was discovered, the patient required a PICC line replacement. No other effect to the patient was reported.